Manufacturer narrative:
The pump was returned to animas. Review of the pump download history verified two power interruptions between (B)(6) 2011 and (B)(6) 2011. A flow accuracy test was conducted and the pump was found to deliver insulin accurately. The pt's insulin delivery totals correctly added up to the user's programmed basal rates. Evaluation revealed an intermittent loss of contact between the returned battery cap and the pump casing. A test cap was used for testing purposes and the pump was exercised without losing power or rebooting.

Event description:
The pt stated that the pump was rebooting without user intervention and that it happened 4-5 times over a month. She stated her blood glucose levels were in the 300-400 mg/dl range, but required no medical treatment. No damage was observed on the threads and the battery cap was secured to the pump. The battery cap was less than six months old.